Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was aborted and rearranged in later time. The philips field service engineer (fse) inspected the system on site and confirmed that system failed to expose. Review of the system log file showed that phase fault which indicates the defect in rotor controller. To resolve this issue, fse replaced rotor controller. The defective rotor controller was returned to philips for analysis and revealed that the roco was electrically defective. A short circuit was identified, along with a damaged choke l2, which prevented any rotation from occurring. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.